Manufacturer narrative:
A faulty computer required a reboot during a procedure, affecting patient care. The issue was resolved by replacing the computer.

Event description:
The computer needed to be rebooted during the procedure; delayed the patient treatment.